Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant has been estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that an unknown absorb was implanted in an unspecified vessel. The patient returned 3-4 years later with in-scaffold restenosis. The type of treatment was not specified. The patient later experienced a neo-atherosclerosis rupture. According to the physician the plaque ruptured in the new vessel and caused a problem to the patient but this was not related to the absorb but to the natural process of plaques. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Reportedly the absorb was used to treat the left mid internal mammary artery. It should be noted that the instructions for use (IFU), section 3.0 indications states: the absorb bioresorbable vascular scaffold is a temporary scaffold indicated for improving coronary luminal diameter that will eventually resorb and potentially facilitate normalization of vessel function in patients with ischemic heart disease due to de novo native coronary artery lesions. The reported patient effects of restenosis, as listed in the absorb IFU is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. In the absence of reported part number, UDI cannot be calculated.

Event description:
Additional information received: the vessel being treated was the left mid internal mammary artery. Vessel sizing was done with angiography. The lesion was predilated with an unspecified device with the residual stenosis reduced to less than 40%. The lesion was post-dilatated with a non-abbott balloon catheter. The absorb scaffold was confirmed to be fully apposed to the vessel wall. The final angiographic residual stenosis was less than 10%. The patient's restenosis and plaque rupture were confirmed to be in the immediate area where the absorb had been implanted. Treatment was performed with the implantation of a xience stent. The patient is doing well. No additional information was provided.